Event description:
The physician deployed one complete self expanding se stent in the patient, when the physician attempted to deploy a second complete se stent it failed to deploy. No clinical sequelae was reported. Evaluation summary: the distal tip was flared and damaged. The inner shaft distal marker and the stent distal markers were partially visible. There was a gap evident between the distal tip and the distal stent. During evaluation the stent was deployed with no abnormalities noted.

Manufacturer narrative:
(B)(4). (Root cause cannot be determined). (B)(4)